Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. The product was returned for evaluation. The failure mode was confirmed. The evaluation of the valve assembly noted the inner duckbill valve had been dislodged and was wedged into the distal portion of the valve assembly. Likewise, the evaluation identified an additional hole (or tear) in the disk portion of the valve assembly. This hole is indicative of a foreign object being inserted into the valve assembly. The only intended component to be inserted into the valve assembly is the flexible access tip assembly. Use of any other component to engage the valve assembly may result in the damage of the valve (as seen in this complaint). However, the investigation was not able to determine what was used to engage the valve assembly and when the observed damaged specifically occurred due to a lack of knowledge regarding the actual procedure when the defect valve assembly was identified. Evaluation of DHR (device history record) could not be performed since no lot information was provided with the complaint report. The reported failure mode was confirmed with connection issue. DHR review was not performed since lot number was not provided. Based on the sample evaluation, the most likely source for the identified defect within the valve assembly was identified as the insertion of a foreign (unapproved) material into the valve assembly. By not using the appropriate component (the provided access tip component), the valve assembly was damaged rendering the valve defective. The investigation was not able to definitively identify the type of material used to insert into the valve assembly nor specifically when the damage to the valve occurred due to a lack of procedural information. Based on the conclusions of the investigation, the customer will be made aware of the important need to always and only use the access tip provided in the applicable product to access the valve assembly. This warning is included in the IFU for this product.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
No possibility anymore to connect catheter valve with access tip - no drainage. Catheter is implanted since (B)(6) 2016. Drainage is being performed by a healthcare provider. Additional information received 04/08/2016: why is it not possible to connect the catheter to the access valve? Is it broken or cracked? Where exactly? Doctor called us because of problem with valve and access tip. They tried to drain, but it didn't work. Doctor knows pleurx, has a lot of experience with it. This is a new aspect for him. Pt info (age, gender, weight, diagnosis) patient info: age: (B)(6), male. Was there any patient harm? No patient harm. Is the catheter or valve being replaced or were they replaced already? It is already replaced by doctor.